Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient felt "low". The patient's parent gave the patient snacks and after a few minutes, the patient had a seizure. The paramedics were called and when they checked the patient's bg it was 20 mg/dl while the cgm was 60 mg/dl. The patient felt weak after the seizure and was transported to the hospital. The paramedics treated the patient with a protein bar and IV glucose. At the hospital, the patient was provided carbohydrates and orange juice. The patient was admitted to the hospital overnight and released on (B)(6) 2023. At the time of the report, the patient was doing fine. It has been reported that there was a difference in readings of 80 points off. There were no reported glucose values available to search within the parkes error grid calculator. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.